Event description:
Bd 50ml syringe, lot number 003159, exp date 01/31/2025, has had several syringes leaking from the rubber stopper into the barrel of the syringe. These syringes were used to prepare chemotherapy, which could have exposed pharmacy technician to chemotherapy during the preparation process. Technician has noted 4 to 5 syringes with the same problem, all from the same lot number. FDA safety report ID# (B)(4).